Event description:
Post lasik dlk flap lift with irrigation and debridement, for lack of understanding the correct term. Wrinkle formed, surgeon had no intention of treating until pt noticed in the mirror. Second opinion said treat asap. Flap lift, but only top of flap treated with hypotonic solution. At time of report wrinkling still exists, total inability to focus out of right eye. Cannot be corrected with refraction. It appears to pt that this is a sight threatening complication in up to 1% of pts. "Why does FDA not require training in dealing with this problem prior to certification?" Pt feels elective FDA approved procedures should not create more problems than they solve, especially with the eye or any indispensable organ.